Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was messing with her dog, leaned over in bed and was scratching the dog and all of a sudden patient heard a pop in her back and the lumbar back pain started. The patient stated that she contacted pcp and had x-ray and the components looked intact. The patient stated she doesn't think this was related to device. The patient stated that stim location has changed. Stimulation sensation not felt in right leg and foot in addition to vaginal area and now patient was feeling stimulation in right leg/foot. The patient experienced tingling in both feet and swelling. No further complications were reported/anticipated.